Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 health effect - impact code. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e216 (scope communication error code), no image and white residue at channels and cylinders. A root cause could not be identified. Based on the results of the investigation, the most probable cause of error code e216 (scope communication error code) due to cause traced to component failure. Additionally, no image cause due to cause traced to component failure and white residue at channels and cylinders cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed a scope communication error message. This was discovered during preparation for use. There were no reports of patient harm.